Manufacturer narrative:
The insulin pump received the compromised force sensor system alarms during the prime/compromised force sensor system test due to a cracked end cap. The pump was returned with a bleeding lcd. The pump was also returned with a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 195 mg/dl. Customer treated with manual injections. Customer stated that the pump was dropped and got a button error alarm. Customer stated that the drive support cap appears normal. Customer did not press the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.